Event description:
It was reported the wound had not cleared after the procedure and as such the system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced drainage from the lead site location. Patient was treated orally with antibiotics and surgical intervention took place on (B)(6)2024 where an incision and drainage were performed to address the issue. No products were explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.